Event description:
It was reported that the device exhibited fault 45. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a slightly bubbled dso seal. A review of the event history log found 'system fault 45,169'. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa was the root cause. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.